Event description:
It was reported that double beeping / damaged rear case was reported. (Unknown/no patient injury)

Manufacturer narrative:
Other, other text: b5) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was duplicated during testing. The device was powered up and double beep occurred. Rear housing was damaged. Defective downstream sensor was found to be the cause of the reported problem. For corrective action the downstream sensor and rear housing assembly were replace. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400